Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/19/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. During testing, the ezcarb and ezbg bolus were manually calculated; the returned pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. Due to the pump information for the complaint date being overwritten, the investigation was unable to duplicate the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 520 mg/dl with nausea and moderate ketones. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that there were recent changes made to the patient¿s basal rate by their healthcare provider (hcp). During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Also during troubleshooting, it was revealed that the patient changed their site on (B)(6) 2015, but there was a ¿no fill cannula noted¿ and that the patient had overridden the dosage recommended by the bolus calculator on the pump. Cts referred the patient to their hcp for diabetes management and also determined that use error of overriding the bolus dosage contributed to the bg excursion. This complaint is being reported because, the patient allegedly experienced hyperglycemia due to use error.